Manufacturer narrative:
Date of event: reported as a couple months from (B)(6) 2017. It was reported that in a procedure in which a mynxgrip vascular closure device (vcd) was used, the patient developed a thrombosis in the common femoral artery and in the lower leg. The physician is unsure what caused the thrombosis; however, it was noted that there could possibly of the mynx sealant inside the patient¿s artery. For a couple of months, following the procedure, the patient was periodically reviewed for worsening or additional symptoms. As of the time of this report, the patient had not received treatment to restore distal blood flow. The vcd was used following a diagnostic coronary procedure. The patient¿s femoral artery suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. During the closure procedure, the deployer maintained tension on the vcd catheter to keep the balloon abutting against the arteriotomy. The deployer did not over-tamp the advancer tube. Additional information was requested but is not available at this time. The product was not returned for analysis. A lot history review was not possible as the lot number was not provided. However, product release at cardinal health is contingent upon the successful completion of lot release testing and a documentation review by the quality department. Based on the information available for review, it is not possible to determine what factors may have contributed to the reported issue. According to the product instructions for use (IFU), users are cautioned that serious adverse events might result with the use of the mynxgrip vcd in vessels not suitable for the use of the device. Do not use the mynxgrip vcd to close arteriotomies created in areas of calcified plaque or stented segments. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Without a lot number to conduct a device history record review, it is not possible to determine if the reported event could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
It was reported that a patient in which a mynxgrip vascular closure device (vcd) was used, developed thrombosis in the common femoral artery and in the lower leg. The physician is unsure what caused the thrombosis; however, it was noted that there could possibly be mynx sealant inside the patient¿s artery. For a couple of months, following the procedure, the patient was periodically reviewed for worsening or additional symptoms. As of the time of this report, the patient had not received treatment to restore distal blood flow. The vcd was used following a diagnostic coronary procedure. The patient¿s femoral artery suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. During the closure procedure, the deployer maintained tension on the vcd catheter to keep the balloon abutting against the arteriotomy. The deployer did not over-tamp the advancer tube. Additional information was requested but is not available at this time. The vcd will not be returned for analysis.